Event description:
The physician reported that the high lead impedance was observed on system diagnostics. The patient reported to the physician that several years ago his vns had a problem and was turned off as a result.

Event description:
It was reported that high lead impedance was detected on the patient¿s vns on (B)(6) 2014. The patient reported that he had his device programmed off several years ago. Upon interrogation, the device was still on. However due to the observance of high impedance, the device was then programmed off. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.